Manufacturer narrative:
H6 codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that that since they got the implant, the device hadn't helped them at all. The patient stated it was like they didn't have the therapy because they didn't have any bladder function and that their bladder still wasn't voiding correctly. Patient also stated about a year ago, they would charge their ins up but it didn't want to charge but that also it would die in a day and that the whole time while they charged since the beginning, they would feel shocking not from the prongs of the recharger (npp013844n) but rather the shocking was consistent through out the whole charging session and coming from the ins. Patient stated it didn't hurt them, it just shocked them. Patient stated it happened with and without a thin layer of clothing. Patient stated they couldn't charge if they used the thin layer of clothing, that the ins wouldn't charge and that the ins wo uld move around under the skin so they had to charge right against the skin. They stated the shocking did not happen when they used the communicator. Please understand the patient wasn't clear with a lot of the allegations they made and patient services did their best to document the reported information. Patient stated the implant was located towards the very top of their buttock, on the side. Patient services redirected the patient to follow up with their health care provider (hcp) to check the implanted system and the patient stated they were in between managing health care providers (hcp) for their implanted system right now because their previous hcp was no longer in their network. Patient stated they were currently working with their primary care physician in yukon ok in finding a new managing hcp. Patient asked if a representative could meet with the patient at hcp's office. Patient services reviewed the role of the rep with the patient and reviewed with the patient that hcp could page a rep to come to an appointment at their office to meet with the patient. Patient also alleged that their external devices would go down (die) in a day as well. Patient stated th e recharger died mid-way through charging their ins even though they always kept it on the dock and charging when it was not in use. The patient also stated that their communicator battery died quickly too, that it would only stay on for 15 minutes of using it and then turn off. Patient services reviewed with the patient that the communicator doesn't stay on longer than 3 minutes before turning off and reviewed battery light function with the patient. Patient stated they'd never seen the communicator battery light go green and they'd kept it plugged in all the time. Patient services reviewed proper communicator maintenance with the patient. Patient stated the communicator light was orange now and that if they unplugged it, it would be dead. Patient services had the patient unplug the communicator and turn the communicator on. The blue light flashed and the white light under the power button came on but there was no battery light lit up. Patient stated "see it's dead." Patient services reviewed with the patient that no battery light lit up when the communicator was on and unplugged meant the communicator had sufficient battery power. Patient services again redirected the patient to follow up with their primary care provider to discuss their therapy and device concerns. Patient stated they would provide the national answering service number to the primary care provider so they could meet with a rep to check the ins and to and determine next steps. Patient also provided additional medical information: they stated they were "a little slow" because of their brain." Please understand patient services did their best to document this event and redirected the patient to follow up with their primary care provider to locate a managing health care provider (hcp) and to check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.